Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller would not charge the implanted neurostimulator (ins) since last friday. Patient said the controller kept going back to the lock screen, and 'didn't want to work' to charge their back. Agent had patient reset the controller by plugging into ac power supply without li battery pack; patient confirmed controller powered on. Patient reinserted li battery and confirmed green light above screen was flashing. Patient unlocked the controller and reported seeing 'try again' screen but could not see a number in the bottom right to figure out the exact screen. Patient also said the controller had wound up in a different language that they could not read (agent understood was in english instead of spanish); again, the controller went back to the lock screen (showed incorrect date of (B)(6) 2013). The issue was not resolved. An email was sent to the repair department to replace the controller. Patient said their zip code should be (B)(6), but in google searches (and discussion between agent and prs) it showed to be correct with (B)(6) on file; agent decided best to follow what was in google. Patient's family called in because his mom got her new controller and unable to connect. Caller attempted trying to connect recharger to ins but kept failing with rm05. Patient told son that she had seen that before. Attempted several times. Controller is charged and message shows after resetting. A replacement recharger was sent out. Caller reported that they are still having issues with the device. Caller mentioned it's been couple of days they could not charge, having problems with the new battery pack. Caller added they needed to reset the controller every time the controller dies. Agent asked if there was any error message, caller confirmed no error message but the controller goes blank and does not want to connect to the implant. Charging will take 2 hours to complete. Agent instructed the caller to remove the battery pack and reinsert caller then tried to connect with the implant and mentioned while the screen was showing looking for device it went back to the good morning screen. The controller could not pass looking for device. Steps taken during the call did not resolve the issue. Agent reviewed that all external components have been replaced. Agent redirected the caller to patient's hcp and mdt for further assistance.